Event description:
It was reported that this right ventricular (rv) lead exhibited recurrent noise alerts on multiple dates, as identified through monitoring. Events occurred primarily between 6-8 a.m., coinciding with the wake-up routine of this patient. No symptoms were reported. Noise was reproducible with certain movements. Findings suggest possible lead-on-lead abrasion involving older lead. Recommendations included adjusting sensitivity, induction testing, or lead extraction. Currently, this product remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.